Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was exposed to fluid. The customer also stated they had a no delivery alarm on their insulin pump. Customer's blood glucose was 400 mg/dl. It was found the customer had exposed their insulin pump to insulin from the reservoir compartment. Customer also stated there were no leaks or cracks present. Troubleshooting found the customer's insulin pump passed a selft test. The customer was advised to monitor their insulin pump.